Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Common causes of the failure mode frayed - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to mishandling and misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the prograsp forceps (part #471093-11 / lot #k10220228 0215) associated with this event has been performed. Per logs, the prograsp forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 8 uses remaining after the last procedural use. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that tissue entrapment occurred, tissue may be stuck in the instrument's jaws when the instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument cable broke at the tip and there was tissue entrapment. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.